Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. The caller was advised by customer technical support to perform a series of corrective actions, including tightening the tubing, delivering boluses, and replacing supplies. The issue persisted with recurring occlusion alarms, and a replacement pump was sent to the customer to resolve the issue.